Manufacturer narrative:
An event regarding a revision due to incorrect size selection for the reported triathlon baseplate was reported. The event was not confirmed. The device was not returned for inspection. A device history review indicated devices were accepted into stock with no reported discrepancies. A complaint history review indicated that there were no similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had left knee revised due to oversized tibial component. Surgeon downsized tibia from size 3 to size 1. Surgeon was advised that this was off-label use, but decided that size 1 fit best and proceeded to do the surgery. Additionally reported by sales rep on (B)(6) 2014: femur was a size 3 cr cemented femur and this is what made it off label.

Event description:
It was reported that patient had left knee revised due to oversized tibial component. Surgeon downsized tibia from size 3 to size 1. Surgeon was advised that this was off-label use, but decided that size 1 fit best and proceeded to do the surgery. Additionally reported by sales rep on (B)(6) 2014: femur was a size 3 cr cemented femur and this is what made it off label.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and further information was not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.